Manufacturer narrative:
Concomitant products continued: 5076-52 lead, implant date: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead exhibited undersensing. It was also reported that the implantable pulse generator (ipg) displayed invalid data on the remote monitor transmission observations. The lead and device remain in use. No patient complications have been reported as a result of this event.